Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinching lip, tearing a chunk of skin out / pinch skin [lip injury]. One of the bristle heads separated from main brushhead, pinching lip and tearing chunk of skin out / bottom piece detached and pinched skin [injury associated with device]. One of the bristle heads separated from main brushhead, bottom piece detached / detached brush head [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6)2017 that he/she was just brushing his/her teeth with his/her oral-b rechargeable toothbrush, version unknown and one of the bristle heads separated from the oral-b dualaction or dual clean brushhead, pinching his/her lip aggressively and tearing a chunk of skin out as the brush continued to vibrate at its typical high speed. The consumer stated that he/she did not misuse the toothbrush, and had been using it for a few years now (while replacing the brush heads periodically); the consumer had never had an issue until that night. The consumer provided a photo of the detached head, and per the consumer, nothing broke to cause the bottom piece to detach and pinch his/her skin. The case outcome was unknown. Taken previously - unknown / tolerated - unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
19-sep-2017 product investigation results: reporter returned the product on 07-aug-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Pinching lip, tearing a chunk of skin out / pinch skin [lip injury]. One of the bristle heads separated from main brushhead, pinching lip and tearing chunk of skin out / bottom piece detached and pinched skin [injury associated with device] one of the bristle heads separated from main brushhead, bottom piece detached / detached brush head [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 05-jul-2017 that he/she was just brushing his/her teeth with his/her oral-b rechargeable toothbrush, version unknown and one of the bristle heads separated from the oral-b dualaction or dual clean brushhead, pinching his/her lip aggressively and tearing a chunk of skin out as the brush continued to vibrate at its typical high speed. The consumer stated that he/she did not misuse the toothbrush, and had been using it for a few years now (while replacing the brush heads periodically); the consumer had never had an issue until that night. The consumer provided a photo of the detached head, and per the consumer, nothing broke to cause the bottom piece to detach and pinch his/her skin. The case outcome was unknown. Taken previously - unknown / tolerated - unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.